Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5251002, medical device expiration date: 02/28/2017, device manufacture date: 09/08/2015. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes¿ plasma was mixing with the gel after centrifugation and plugging the needle. No serious injury or medical intervention reported.